Manufacturer narrative:
The certas valve (unknown ID) was returned for evaluation. Unique device identification (UDI): as the product is unconfirmed, and have two options: product code 82-8804: UDI: (B)(4) or (B)(4). Product code 82-8805: UDI: (B)(4). Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected and no defects were noted. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. The valve functions. Root cause analysis- no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (unknown ID) was implanted via ventriculoperitoneal (vp) shunt 3 years ago with unknown setting. Due to suspicion of shunt failure, the valve was removed and replaced on (B)(6) 2023. Based on the information provided, it is unknown if the patient had any signs and symptoms due to shunt failure.